Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing an issue when loading the cartridge. The contact stated that the insulin kept dripping out and the customer could not stop it during the load process. There was no reported impact to the customer's blood glucose level. Although requested, no further information was provided.